Event description:
Report received from france stating the device had "low power". The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).